Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the patient experienced continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter and a hypoglycemic event. The sensor was inserted into the abdomen on (B)(6) 2016. The patient was asleep and her husband woke up the patient making unusual sounds. Patient's husband checked her bg and the reading taken from her fingerstick was reading 30mg/dl and the cgm device was reading 95mg/dl. Patient's husband did not calibrate the device upon noticing the inaccuracy. Patient's husband tried to get the patient to drink tea and some glucose gel 15gm, but the patient was continuing to trend down and he called 911. The paramedics arrived and administered an IV with dextrose 50. The patient woke up after the dextrose was administered. The paramedics asked her a series of questions, which she was able to answer. It was determined that the patient was stable and did not need to go to the hospital. No additional event or patient information is available. Data was provided for evaluation. No finger stick values were entered to compare to the cgm values. The reported inaccuracy could not be confirmed. A root cause could not be determined via data. Labeling indicates: if the cgm values are outside the 20/20 range, calibrate again.